Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery voltage was 2.619 volts on (B)(6) 2016. Elective replacement indicator (eri) had not been triggered. No patient alerts.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to depleted battery and physician unsatisfied with device longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.